Manufacturer narrative:
After eight days of treatment, the event resolved with a small corneal scar in the left eye. The pt's visual acuity prior and after the symptoms was reported to be 10/10 parinaud 2 with correction for the left eye. Pt's prognosis is stable. Pt continued to wear lenses during the events. Labeling states to discontinue use of contact lens wear when a problem occurs. The unopened complaint product was returned for evaluation and found to be within specification. Review of the device history record and sterilization record for this lot are in progress. Upon completion, a follow-up report will be filed. (B)(4).

Event description:
On (B)(6) 2011, ciba vision france was informed by an eye care professional that a female contact lens wearer had experienced a few keratitis event in her left eye associated with wear of focus dailies progressives contact lenses. It was reported that the pt wore the contact lenses during the events, and due to moderate pain at the end of the last event, she went to a hospital where keratitis was confirmed. On (B)(6) 2011, ciba vision received additional information for this event from the treating ophthalmologist. According to the information, the pt was diagnosed with a central corneal ulceration complicated by inflammatory oedema in her left eye. A culture, biopsy and scraping was performed by the hospital and results were negative. Furthermore, permanent scarring had been noted or is expected and infiltrates (1/1 mm) were determined to be associated with the ulcer. This event caused no anterior chamber reaction. The pt was prescribed treatment with antibiotic eye drops and thereafter a combination of antibiotic eye drops and anti-inflammatory treatment.